Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 803 mg/dl and a moderate ketone level. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended; however, pump data review by tandem technical support confirmed the pump was functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.